Event description:
Caller reported a cgm error and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. Following the reset, the issue with the pump displaying the error code was resolved, allowing the caller to successfully start their sensor session.